Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator changeout for normal elective replacement indicator (eri), the physician noticed the atrial lead insulation had worn away near the collar of the lead and where the lead was at a 90 degree angle attached to the older device. The lead was repaired with a repair kit on (B)(6) 2020. No noise, impedance, or threshold anomalies were observed. The patient did not have any consequences before, during, or after the procedure.